Event description:
It was reported by the sterile processing department that oil from the pneumatic drill was observed within the sterilization case, after the sterilization process was completed. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was readily available, so there was no delay to the scheduled procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. The user facility's sterile processing department believed that the device was overfilled with oil, prior to sterilizing the device. A f/u report will be submitted if the investigation results require.